Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the infusion set tubing. The customers blood glucose (bg) level was reported to be (230 mg/dl) on (B)(6) 2016 and (200 mg/dl) during the call with tandem technical support. Reportedly, the customer had loaded the cartridge with cold insulin. The customer was able to expel the air bubbles by performing fill tubing.